Event description:
It was reported that the physician plans to continue monitoring.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that pacing impedance measurements for this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead varied from the 500 ohms range to intermittent high out of range measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.